Event description:
Related manufacturer reference numbers: 2017865-2021-33988. Related manufacturer reference numbers: 2017865-2021-33990. It was reported that the patient presented in clinic for blood test. Upon review of blood test results, it was found that the patient had developed infection of staph sepsis. The patient was hospitalized and the entire system, including the implantable cardioverter defibrillator (ICD), the atrial lead and the right ventricular (rv) lead, was explanted. The patient was in stable condition throughout.